Event description:
It was intended to use a 2.25 x 24 mm endeavor resolute rx drug eluting stent to treat a stenosed, calcified and tortuous lesion in the lad. The device was prepped prior to use with no issues noted. The lesion was pre-dilated, but the device could not pass the lesion. The physician used a new device, a 2.25 x 18 mm, to complete the surgery. No patient complications are reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the hypotube was slightly kinked however it would have no negative clinical effect on the patient. The distal tip was deformed. Initial mandrel movement was successful . The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 5th distal segment and 6th and 7th proximal segments were misaligned with slightly raised struts, the 11th and 12th proximal segments were deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (stenosis, calcification and tortuosity). Inherent risk of procedure (stent deformation). Deformation issue (stent). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (stenosis, calcification and tortuosity). Inherent risk of procedure (stent deformation). (B)(4).